Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 80% stenosed moderately calcified lesion in the mid left anterior descending coronary artery. Following pre-dilatation with unspecified 2.5x8mm and 2.5x10mm balloon dilatation catheters at 8 atmospheres, a 2.5x12mm xience xpedition stent was deployed; however, a distal edge dissection was observed. A 2.5x8mm xience xpedition stent was successfully used to cover the dissection. Results are very good. Timi iii flow established without any residual stenosis and with no adverse effects. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.